Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a bactiseal catheter (ID: 823072) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2023. On (B)(6) 2023, the patient presented with shunt malfunction symptoms and catheter fracture was discovered on shunt series, a revision surgery was done. Laparoscopy was performed to retrieve distal shunt catheter fragment on the distal catheter. The patient was admitted on (B)(6) 2023 and was discharged on (B)(6) 2023.

Manufacturer narrative:
The bactiseal catheter (ID 823072) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. An x ray was provided by the customer showing the broken catheter, therefore, the complaint is confirmed. The root cause of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer could not be clearly determined but could be due to a tear/cut in the catheter, as noted in the instruction for use (IFU), silicone has a low cut/tear resistance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a